Event description:
It was reported via a clinical report form from the (B)(4) registry that during an orbital atherectomy (oa) treatment procedure, a macro-embolism event occurred post-atherectomy. Five target lesions were treated. Tasc classifications are unknown. Lesion #1, the cf artery: 10mm in length, 70% stenotic, and severely calcified. The physician treated with a stealth solid crown 2.0mm for 3 runs: 1 run at medium speed for 26sec, and 2 runs at high speed for 27sec each for total run time of 1min, 20sec. Post-intervention stenosis = 30%. He then treated via angioplasty with a 7x40 balloon at 4atms for 40sec with a post-angio residual stenosis of 0%. Lesion #2, tpt artery: 10mm in length, 75% stenotic, and mildly calcified. The physician treated with a stealth classic crown 1.50mm for 3 runs; 1 run at low speed for 25sec, 1 run at medium speed for 25sec, and 1 run at high speed for 27sec for a total run time of 1min,17sec. Post-intervention stenosis = 0%. No further intervention was required. Lesion #3, proximal pt artery: 5mm in length, 80% stenotic, and mildly calcified. The physician treated with a stealth classic crown 1.50mm for 3 runs: 1 run at low speed for 27sec, 1 run at medium speed for 28sec, and 1 run at high speed for 25sec for a total run time of 1min,20sec. Post intervention stenosis = 0%. No further intervention required. Lesion #4, mid pt artery: 10mm in length, 50% stenotic, and mildly calcified. The physician treated with a stealth classic crown 1.50mm for 2 runs: 1 run at low speed for 27sec, and 1 run at medium speed for 25sec for a total run time of 57sec. Post intervention stenosis = 20%. No further intervention required. Lesion #5, distal pt artery: 15mm in length, 80% stenotic, and mildly calcified. The physician treated with a stealth classic crown 1.50mm for 2 runs at medium speed for 25sec each for a total run time of 50sec. Post intervention stenosis = 20%. He then treated via angioplasty with a 3x120 balloon at 3.5atms for 40sec with post-angio residual stenosis of 0%. No other lesions were treated during this procedure. A macro-embolism was noted in an unspecified artery which was resolved in the lab via an aspiration catheter. The patient status remained stable during this procedure.

Manufacturer narrative:
Device analysis: the device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record could not be reviewed as the lot number is unknown. The root cause for the reported event is unknown. (B)(4). The device was discarded by the facility.